Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ldl-cholesterol plus 2nd generation results for multiple patient samples on a coba's 4000 c311 stand alone system. The customer provided an example of a questionable result for 1 patient sample. The initial ldl result was 160 mg/dl. The result was questioned as it was unreliable compared to the patient's cholesterol result of 190 mg/dl and their previous results and clinical status.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The data was requested for investigation but not provided. Based on the available data and observed failure mode, there was no evidence of an instrument and reagent issue. The customer stated that the issue was solved after the service visit. According to the service engineer, the root cause was consistent with an instrument issue (component failure).